Event description:
Two alaris channels failed and displayed a "channel error" message, while in use on a sick patient. The patient had a recent history of myocardial infarction (mi), and was in the process of coming off cardiac bypass.